Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stood up, became lightheaded and fell. It was believed the pacing settings for the leadless implantable pulse generator (ipg) was not set at a high enough rate which led to an arrhythmia and the patient's dizziness. The thresholds increased after the fall and a dislodgement was suspected. The ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.